Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a whitish foreign material inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the connecting tube wrinkled. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (85) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector. The events can be detected and prevented in accordance with the following instructions for use: detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.